Event description:
Ecl-088-045 - following atherectomy using a diamondback 360 coronary orbital atherectomy device (oad), angiographic imaging observed a type c dissection in the proximal left anterior descending artery (lad). The clinical event committee reviewed the images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed. Additional information received indicated the clinical event committee reviewed images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed to a periprocedural myocardial infarction with side branch occlusion observed.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient myocardial infarction, vascular dissection, obstruction, and serious injury appear to be related to operational context. In this case it is likely that the reported myocardial infarction, vascular dissection, obstruction, and serious injury are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B4: updated device information.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient myocardial infarction, vascular dissection, obstruction, and serious injury appear to be related to operational context. In this case it is likely that the reported myocardial infarction, vascular dissection, obstruction, and serious injury are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: catalog number updated.

Event description:
Following atherectomy using a diamondback 360 coronary orbital atherectomy device (oad), angiographic imaging observed a type c dissection in the proximal left anterior descending artery (lad). The clinical event committee reviewed the images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed. Additional information received indicated the clinical event committee reviewed images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed to a periprocedural myocardial infarction with side branch occlusion observed.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient myocardial infarction, vascular dissection, obstruction, and serious injury appear to be related to operational context. In this case it is likely that the reported myocardial infarction, vascular dissection, obstruction, and serious injury are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided. H10: additional information was received related to previously submitted MDR. Cardiovascular systems incorporated has transitioned to a new complaint handling system and no longer has access to submit follow-up mdrs using esubmitter/webtrader. This MDR is being filed from our new system using the as2 gateway with reference to the previously reported manufacturer report number in h10.

Event description:
(B)(4) - following atherectomy using a diamondback 360 coronary orbital atherectomy device (oad), angiographic imaging observed a type c dissection in the proximal left anterior descending artery (lad). The clinical event committee reviewed the images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed. Additional information received indicated the clinical event committee reviewed images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed to a periprocedural myocardial infarction with side branch occlusion observed.